Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was achieved with two proglide devices using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the sheath was upsized to 12f and the evar procedure was completed. Hemostasis was not achieved with the two pre-placed proglide sutures. The patient was moving excessively throughout the procedure. The knots of a third and fourth proglide device were advanced, yet hemostasis was still not achieved. Manual arterial compression was attempted; however, the movement of the patient prevented hemostasis from being achieved. The patient was given anesthesia to surgically close the access site. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy due to the proglide devices. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.